Event description:
Generator replacement surgery occurred. The explant facility does not return devices to the manufacturer.

Event description:
It was reported that a vns patient experienced generator migration and discomfort as a result. The migration was stated to be due to the patient losing a significant amount of weight. The patient and the physician intend to replace the device prophylactically and to adjust the position of the generator site due to the discomfort. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up was received providing the patient is experiencing ¿shock-like symptoms¿ and it is suspected the device may be at end-of-life.